Event description:
On (B)(6) 2020, lay user/patient contacted lifescan (lfs) USA, alleging that their onetouch verioflex meter was reading inaccurately high compared to his feelings and/or normal readings. This complaint was classified based on information obtained from the customer care agent (cca) during the initial call. The was unable to recall the exact date the alleged issue occurred but stated it was sometime in (B)(6) 2020. The patient claimed that on an unspecified evening in october, he obtained a blood glucose reading of ¿350 mg/dl¿ with the subject device which he felt was inaccurately high compared to his feelings and/or normal readings. The patient manages his diabetes with self-adjusted insulin (humalog and novolog, usual doses not specified) and he advised that in response to the alleged elevated reading and on the advice of his daughter who is reportedly a student nurse, he adjusted the dose of his insulin, administering an increased dose of humalog, (40 units) and novolog, (15-20 units). The patient denied developing any symptoms; however, stated that the following morning, he tested his blood glucose using the subject device and reportedly obtained a low result of ¿40 mg/dl¿. It is not known if the patient received or administered treatment for the alleged low blood glucose result. The patient denied testing his blood glucose on another device. At the time of troubleshooting, the cca confirmed that the unit of measure was set correctly on the subject device when testing. The cca also noted that prior to the call, the patient disposed of the subject device. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs suggestive of a serious injury adverse event for an acute low blood glucose excursion, obtaining an alleged low blood glucose result of ¿40 mg/dl¿ after administering increased doses of insulin which had been adjusted based on the alleged elevated reading obtained on the subject device.